Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding broken retainer ring from the attorney of the family. The information received on (B)(6) 2019 stated the following reporter alleges that the use of one or more the customer began using insulin pumps. Customer stated that they had personal injury of pump. In (B)(6) 2019, the customer was using a medtronic minimed 630g and 670g insulin pumps. The insulin pump will not be returned for analysis.